Event description:
During routine craniotomy, the spiral router drill bit broke while turning the cranial flap. Two separate pieces of drill bit were accounted for. A second bit broke on the same day, different room, different surgeon, same lot number. When the bits break, there is always the possibility of a small fragment being left behind. They normally x-ray the patient to look for pieces, but a very small piece could be missed. There is a high likelihood these patients will need a MRI at some point in the future and the router material is highly magnetic, which could pose a safety problem. At the very least, there is a delay in the case while they look for the pieces.in-house evaluation of the broken bits shows they both broke at the same location. We have had previous breakage problems with this type of bit. There may be an issue with the hardening process and/or the shape of the flutes that contributes to the breakage problem. Photos available.of note, the foot plate involved was checked and it seemed to be in perfect condition. (The foot plate is a re-usable part that protects the dura from the tip of the router bit during use. The foot plate contains a set of bearings that guide the router shaft).